Event description:
The advocate stated the customer received a blood glucose reading of 135mg/dl from the breeze2 meter, was re-tested in the lab and received 78mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips were sent to the customer

Manufacturer narrative:
(B)(6).